Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus (B)(6) on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus (B)(6) on a phoenix m50 machine and evaluated for identification results. All six panels identified as s. Aureus, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on complaint batch 2333610, two of which is related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.